Event description:
A cartridge alarm was reported by the caller, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.